Event description:
The product was used during a gastric bypass procedure. Reportedly, the instrument broke and fell into pt's cavity. The surgeon was able to remove the pieces and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.